Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was repeatedly dislocated in the surgical field. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was retrieved after it fell inside the patient's body during removal of the mcs instrument. The mcs tip cover accessory was retrieved and extracted via the assistant port. There was no reported collision between the mcs instrument and other instruments during surgery. The tip cover appeared properly installed during the case with no orange part visibly exposed at installation, although it became visible later during the case. No lubricant was used on the mcs instrument prior to installation of the mcs tip cover accessory. Multiple re-installations of the mcs tip cover accessory were needed as the cover would slip off. The mcs instrument was removed without unusual resistance, but the mcs tip cover accessory detached during extraction. The instrument's wrist was straightened upon removal, and no damage was observed on the mcs tip cover accessory, mcs instrument, or cannula after the incident.

Manufacturer narrative:
The mcs tip cover accessory has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the mcs tip cover accessory has not been completed.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. Using the installation tool, the tip cover was placed on an mcs instrument. The tip cover was too loose on the scissors and could be removed with little effort. The tip cover was also found to have tearing on the proximal end where the instrument inserts. The transparent part did not show damage. The tears were not axially aligned with the tip cover and measured 2.00mm in length. There were no signs of thermal damage present at the end of any tears.